Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. Both haptics were bent in the gusset area. One haptic was bent in the distal area. The other haptic was broken in the distal area (returned). One portion of the optic is torn/split/cracked and smashed over the posts. The portion of the optic located down in the well area of the lens case is torn/split from edge towards center. The qualified associated cartridge was not returned. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Information was provided in the file that indicated the use of a qualified cartridge, handpiece, and viscoelastic. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The lens was not returned in a cartridge as described. The lens was returned positioned incorrectly in the lens case. The reported "lens was torn" complaint was observed. The other lens damage was observed that may have occurred due to how the lens was positioned in the lens case for return. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of what appears to be surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported via phone that lens was torn. Additional info have been received from facility on 22jun2021, that at start of the procedure doctor loaded the lens in the cartridge, but when inserted into eye, it was not inserting and coming out of the cartridge. Doctor attempted to reload but found crack in the lens.